Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a false air in line during evaluation. The device was found out of specification in relation to the reported "sensor 2" which was reproduced as a false air in line. This condition was found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue related to "sensor 2". There was no patient involvement. No additional information is available.